Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received stating that during a medical procedure, the listed device was in use with the patient for an unknown amount of time when increased pressure readings were observed on the ventilator. The clinician attempted to suction the patient but was unsuccessful due to resistance encountered during the process. A bag valve mask was then used in attempt to manually ventilate the patient, but resistance was still felt. Subsequently, the device was replaced. After removal of the device, the user facility observed a slight twisting and indentation in the tubing, which reportedly caused the tube to occlude. No permanent adverse effects to patient were reported.